Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged after pocket closure. The patient was having intermittent capture and the physician had to go back emergently to do a revision. The lead was surgically explanted and a new lead was placed. No additional adverse patient effects were reported.